Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, inserted lens with cartridge, lens came out cracked in multiple places. Had to cut lens in half and remove. Subsequently the lens was removed during initial procedure and completed with same company model and diopter lens. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).